Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that after the surgery, the patient had adjusted the pressure several times, but after testing, found that the pressure had problems every time there were medtronic employees at the scene. According to the report, there was a "problem with the tool that suspected the product to adjust the pressure." Reportedly, the patient went to the hospital to adjust the pressure on (B)(6) 2017. The doctor adjusted the pressure from 1.0 to 1.5, but the doctor "directly to the pressure from 2.5 counterclockwise adjusted to 1.5." There was no medtronic employee at the scene this time, and the family was unsure whether the doctor's operation was correct.

Manufacturer narrative:
Patient information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that after adjusting the pressure setting again, the patient was back to normal.